Event description:
It was reported that during a routine device follow-up, this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a remaining longevity of 15%. At the previous device check the longevity was 66%. Premature battery depletion was suspected and device data was submitted to technical services for review. Engineering analysis confirmed an abnormal increase in power consumption and device replacement was recommended for within 60 days. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced about two months later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices, which was expanded in december 2020, that has an elevated potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that during a routine device follow-up, this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a remaining longevity of 15%. At the previous device check the longevity was 66%. Premature battery depletion was suspected and device data was submitted to technical services for review. Engineering analysis confirmed an abnormal increase in power consumption and device replacement was recommended for within 60 days. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced about two months later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.